Event description:
It was reported that the left ventricular (lv) lead exhibited high capture threshold and low impedance. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to early elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4542 lead, implanted: (B)(6) 2006; a 4086 lead, implanted: (B)(6) 2006; a 0157 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.